Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a delay login issue due to station slowness. A technical support specialist connected to station mother board. The customer confirmed that they had network issue on site last week and issue resolved by hospital information technology. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had issue with station slowness. The customer reported that user was able to remove the med from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a delay login issue due to station slowness. A technical support specialist connected to station mother board. Customer confirmed they had network issue on site last week and issue resolved by hit. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had issue with station slowness. The customer reported that user was able to remove the med from another station. There were no adverse events or injuries reported based on this event.